Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted that the right ventricular lead exhibited high lead impedance. Further review, noted that the impedance had been increasing gradually over time. Programming changes were made. Patient was stable.